Event description:
It was reported that the accolade stem was causing patient pain and appeared hot on a bone scan. Stem was taken out and revised to a cone conical.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. The device was not returned, as the hospital would not release it. Pictures were provided. Biological matter was present on the coated surface of the implant. A ring of dark material was observed on the trunnion of the stem, it is not possible to characterize this without return of the device for analysis. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The device was not part of a recall. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the accolade stem was causing patient pain and appeared hot on a bone scan. Stem was taken out and revised to a cone conical.